Event description:
A talent captivia stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient had previous de-branching of the arch and visceral arteries. It was reported that the recently presented with abdominal pain, an endoleak and a large 12 cm diameter aneurysm. The patient was admitted at another facility where films were reviewed. Upon film evaluation the physician thought there were type iii fabric and junctional endoleaks from the talent stent grafts as well as a distal type I endoleak due to lack of apposition with the vessel wall. It was also noted that there was a graft infection. The decision was made to reline and extend the stent graft distally the next day; however, the patient became symptomatic for rupture and was treated urgently. The endoleak was identified and stent grafts were placed to reline the existing stent graft. A valiant captivia 40x40x150 was placed an additional 3 cm distally to achieve distal fixation with excellent results. It could not be confirmed if there was infection. The patient was reported to be stable post-operative; however, there were still issues with the white cell count and apparently the esophagus might have a fistula thought to be coming from the aorta/aneurysm. The endoleak appeared to be coming from 5 cm from the bottom of the stent grafts. The cause of the endoleaks is unknown. It was not possible to confirm there was erosion/fistula. No additional clinical sequelae were reported. Review of returned films 15-months post-implant showed that stent grafts had been placed into the thoracic aorta, beginning at the ascending thoracic, and extending distally to the infrarenal aorta. The celiac, sma and renal arteries had been bypassed via the left and right iliac arteries. The taa measured approximately 8cm diameter x 25cm length. No endoleak was seen. The proximal stent graft was angulated within the arch, but the majority of the stent graft was essentially straight within the descending thoracic and thoraco-abdominal aorta. Cta's 4-months later showed that another manufacturer¿s sent graft had been implanted near the mid-length of the stent graft system in the descending thoracic. Contrast was seen within the distal taa sac. The endoleak type could not be confirmed; could not rule out a type ib, type iii fabric or a type iii junctional. The max diameter taa was approximately 12cm. Air in the sac was seen; possibly caused by an infection. No fistula could be confirmed. Images post relining of the distal stent grafts were not returned. The cause of the events could not be determined.

Manufacturer narrative:
(B)(4). Method: film. Results: endoleak, rupture, infection, fistula. Dilatation of the distal thoracic aorta. Stent graft was used to cover the visceral vessels. Unknown cause of events. Conclusion: endoleak, rupture, infection, fistula. Dilatation of the distal thoracic aorta. Visceral vessels were occluded. Unknown cause of events.